Event description:
It was reported that a primary plum set was found to become occluded during patient use. The reporter stated, ¿when staff attached the 011-c6508 (correctly) to the 14001 cassette blue clave, they could not perform a back prime. The internal core of the blue cassette clave was found to be depressed and blocking the flow. 14001 was contaminated with hazardous medication and was discarded. The 14001 had flow through the line but not the blue clave. The 011-c6508 was then used on the next line with no issues". Medication being used with this product was an unknown chemo drug. There was no harm to the patient reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.